Event description:
It was reported that the power cord was sparking. There was no patient involvement and no adverse consequences associated with this event.

Event description:
It was reported that the power cord was sparking. There was no patient involvement and no adverse consequences associated with this event.

Manufacturer narrative:
The field service technician was able to confirm the reported event of sparking. The technician found that the wires inside the plug were loose. This can occur if the plug is damaged and can result in sparking when the plug is plugged into or removed from the outlet. The tech replaced the power plug and returned the unit to service.